Event description:
Procedure type: low anterior resection. Patient gender: unknown. According to the reporter: when the anvil was placed in the proximal colon, the surgeon used a grasper to begin mating the anvil with trocar. Upon grasping the anvil shaft, the shaft became distorted and was unable to properly fit around the trocar. The surgeon removed the distorted anvil from the patient and replaced it with a new anvil. The second device performed properly and the case was completed. Due to this, the or time was extended by approximately 30 minutes. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 01/07/2008.